Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient turned stimulation off for 10 days after recharging her scs system. Subsequently, the patient programmer displayed communication error messages and the charger was unable to locate the ipg when she attempted to reactivate the system. Replacement of the charging system did not resolve the issue. Follow-up identified a physician consult will be the next course of action.

Event description:
Follow-up identified the patient will undergo surgical intervention as the next course of action.